Event description:
A malfunction was reported with a software error detected in the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.